Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after dinner while using the ilet and performed an infusion site-only change; approximately 45 minutes later a fingerstick still read ¿high,¿ consistent with blood glucose above 400 mg/dl, and the user remained out of range for about one hour. Symptoms included hyperglycemia. Outcomes included no hospitalization and self-management per troubleshooting guidance. Investigation included troubleshooting and education, including advising the user to wait up to 90 minutes and recheck blood glucose before considering a full supply change or alternate therapy; follow-up confirmed use of a teflon inset infusion set. Investigation of this case revealed no device malfunction identified and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.